Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A complete analysis could not be performed due to partial lead returned measuring 16.5cm. The damage found was sustained during the surigal procedure.

Event description:
It was reported that the lead was explanted due to high threshold and high impedance.